Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. If additional information is obtained regarding this event it will be added and a supplemental report will be submitted accordingly. Referenced article: first-in-man implantation of a gold-coated biventricular defibrillator: difficult differential diagnosis of metal hypersensitivity reaction vs chronic device infection. Heart rhythm case reports. 2020. 6:304¿307. Doi: doi.org/10.1016/j.hrcr.2020.02.004. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding diagnosis of metal hypersensitivity reaction versus chronic device infection. The article reports a patient who experienced redness at the implantation site approximately four weeks post implant of the cardiac resynchronization therapy defibrillator (crt-d). An infection was suspected, however, there were no signs of systemic infection. The patient was treated with antibiotics. The preoperative c-reactive protein was slightly elevated, and procalcitonin and leukocyte count in peripheral blood were in normal ranges. The crt-d system was explanted. From the intraoperative swab, staphylococcus capitis was cultured. After completion of wound healing, extensive scarring in the left-sided pectoral region was seen. No further patient complications have been reported as a result of this event.